Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to undersensing and high thresholds. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a rubbed through insulation at approx. 41 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and a nearby lead should be taken into consideration. Further damages, such as cuttings in the insulation and deformations of the inner coil close to the is-1 connector pin occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.